Manufacturer narrative:
H11: additional manufacturer narrative: updated section h6 (type of investigation, investigation findings, investigation conclusions) stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The most likely root cause is patient-related factors, including chronic kidney disease, hyperlipidemia, and coronary artery disease. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. All pertinent information available to edwards lifesciences has been submitted. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h6 (component code).

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve has been placed under consideration for a valve-in-valve procedure after an implant duration of nine (9) years, two (2) months due to unknown reason.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of nine (9) years, two (2) months due to stenosis. The patient presented with shortness of breath and fatigue. The procedure was performed with a 29mm 9600tfx transcatheter valve and the patient was stable post procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections b5, b7, d4 (expiration date), e1 (title, first name, last name), e2, e3, h4, h6 (health effect clinical code, device code). The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: corrected sections b3, h6 (health effect impact code).